Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gastric bylass procedure on (B)(6) 2015 and a topical skin adhesive was used. When the ampule was cracked, a piece of glass punctured through the plastic. Another like device was used and there were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a piercing through which a glass shard protruded in the applicator bulb and the butyrate tube. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.